Event description:
Upon reassessment of the reported event, this device was determined to be not reportable and did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable and did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent a left hip revision surgery 13 years post implantation due to noise, pain and implant fracture. During the revision the acetabular liner was completely fragmented. The shell and head were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown / trilogy ceramic liner/ lot # unknown; part # unknown / trilogy shell/ lot # unknown; part # unknown / femoral stem l/ lot # unknown; part #unknown / femoral neck/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -03205.